Event description:
It was reported, that the nail broke due to the absence of bone consolidation.

Manufacturer narrative:
Additional information requested and if received will be provided on a supplemental report.